Event description:
There is no additional information on the reported event at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6 . Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00823 . Reported event was confirmed by review of medical records and radiographs by a hcp. Review of the available records identified the following: overall size of implant is appropriate. Polyethylene wear of the acetabular cup is present. Osteopenia is present. There is question of osteolysis of the entire acetabular cup. Significant radiolucency along the entire acetabular cup suggest possible osteolysis. Acetabular inclination angles cannot be accurately measured without a true ap pelvis film; however, the acetabular cup appears to be in appropriate position. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Root cause was unable to be determines as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Unknown-unknown head-unknown, unknown-unknown cup-unknown, unknown-unknown stem-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00378. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported patient was revised due to pain and liner wear. The head and the liner were revised. Attempts have been made and additional information on the reported event is unavailable at this time.